Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient presented to the emergency department for complaint of right lower extremity pain. Patient found to have right lower extremity dvt in the setting of hemorrhage which caused compartment syndrome requiring fasciotomy. An inferior vena cava filter was successfully deployed at the l2-l3 region with good axial orientation for pe protection. The patient was hemodynamically stable at the conclusion of the procedure. Approximately one month post filter deployment, an attempt at filter retrieval was unsuccessful. A vena cavagram demonstrated filter tilt and struts of the filter appearing to be on the confluence of the left lateral wall of the cava. The physician was unsure of the exact location of the struts and suggested that filter removal might be problematic. An attempt was made to remove the filter; however the patient complained of abdominal discomfort during the procedure. When the physician stopped the retrieval attempt, the abdominal discomfort subsided. There were no further attempts to retrieve the filter. The patient was reportedly hemodynamically stable at the conclusion of the procedure. A follow up CT of the abdomen and pelvis demonstrated: the filter at the level of l3; one of the limbs extending beyond the wall of the ivc anteriorly; and two additional limbs appearing to extend beyond the ivc wall medially. Approximately one month post filter retrieval attempt, the physician stated in a follow up appointment that no further filter retrieval attempts were made due to patient discomfort and for risk of causing bleeding. The physician further stated that the filter appeared to be in a stable position and the filter limbs were not interfering with any vital structures. The medical records did not report any further attempts at filter retrieval. The patient status at this time is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one month post vena cava filter deployment, during a filter retrieval procedure, a vena cavagram identified filter tilt with possible limb perforation. During the filter retrieval, the patient complained of abdominal discomfort; therefore, the procedure was concluded and the filter remained in place. Follow up CT scan demonstrated three filter limbs to be perforating the ivc wall. The patient was reported to be hemodynamically stable at the conclusion of the filter retrieval attempt. There were no additional attempts made to retrieve the filter. Current patient status is unknown.